Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing insulin at the end of the tubing during fill tubing with multiple cartridges and infusion sets. The customer indicated that cold insulin was used. Their blood glucose level was impacted (300 mg/dl), but it is unclear if the issue was the cause. Tandem technical support had customer load a new cartridge and infusion set with room temperature insulin. Customer was able to see drops, complete the load process, and resume insulin delivery.